Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample 2 (s2) mixer and s2 probe and aligned s2 and sample 1 (s1) probes. The customer informed that the reagent 2 (r2) arm had failed. The cse inspected the r2 arm and found that the base of the arm was loose, which caused the arm to sag and rub against angular rail. The cse corrected it and ran quick check, which was acceptable. The customer ran quality control and calibrated co2. During a follow-up visit, the cse found that there were aliquot drain overflow errors. The cse replaced and aligned the aliquot drain and probes, reagent 5 (r5) probe and sample 3 (s3) probe. The cse ran a quick check, which passed and the customer ran quality controls. The cause of the discordant, falsely low co2 results on patient samples is unknown. The instrument is performing within the manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500. The discordant results were not reported to the physician. The samples were repeated on the alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low co2 results.